Manufacturer narrative:
The complaint sample without packaging was returned for evaluation. The sample was functionally evaluated which involved a pumping test. The results of the test confirmed the issue reported by the customer; there was leaking from the aff valve. A device history record (DHR) review was not able to be done because the lot number was not provided. However, all records from manufacturing lots are reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the sample evaluation, the aff valve was mis-shaped and had a incomplete assembly which caused the product to leak. The aff valve is a supplied component. The supplier was notified and they determined the most probably root cause could be due to the machine not receiving the right maintenance and not having a documented periodic inspection of the sensor. As a containment, our manufacturing site will refresh the training and establish visual controls for the operator who will conduct 100% screening prior to assembly. Additional corrective and preventative actions taken: full review of the current status of pistons and sensors for the 5 machines will be performed through maintenance orders add monthly and weekly pistons review to the machine job plan. Anom inspection is currently implemented along with quality inspection. The above-mentioned actions are designed to prevent the re-occurrence of the reported condition. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when putting the nutrient in the pump set, it leaked before it started priming.